Manufacturer narrative:
Literature citation: murata, nobuhiro et. Al. ¿serial observations of in-stent restenosis treated with drug-coated balloon angioplasty by optical coherence tomography and coronary angioscopy a case series¿, international heart journal (2017); 58: 134-139. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2017-04343 and 2134265-2017-04712. It was reported via literature that in-stent restenosis (isr) occurred. A patient underwent implantation of a promus element 3.0x20mm drug eluting stent in the proximal right coronary artery (rca). Nine-month follow-up coronary angiography demonstrated critical in-stent restenosis (isr) in the proximal rca. The target lesion was dilated with a 3.5x12mm nc quantum apex non-compliant balloon at 14 atm and then dilated with a 3.5/15 mm non-bsc drug coated balloon (dcb). Nine-month follow-up coronary angiography demonstrated no isr. Optical coherence tomography (oct) imaging before percutaneous coronary intervention (pci) revealed layered neointimal restenosis with a minimal lumen area (mla) of 1.28 mm. Oct imaging after dcb treatment demonstrated disruption after plain old balloon angioplasty (poba) and high-intensity spotty coverage; the mla was enlarged to 5.02mm. Coronary angioscopy imaging after dcb demonstrated grade 3 neointimal coverage and a spotty bright lesion. Oct imaging at follow-up revealed a homogenous neointima with a mla of 4.65mm, and coronary angioscopy imaging demonstrated grade 2 neointimal coverage and disappearance of the spotty bright lesion.